Event description:
The patient reported impaired healing at the incision site. Additionally, the patient had a small amount of the device showing and pulled it out of the skin. On (B)(6) 2025, the physician made an incision, explanted the device, and a new neurostimulator was implanted.

Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out. Additionally, surgical issues and the patient having any contraindicating conditions have been ruled out. However, patient non-compliance was identified as the patient pulled their device out of the skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is unknown. However, patient non-compliance was identified as the patient pulled their device out their skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.